Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted a sample stylet was fully inserted in the lead without resistance or anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a straight and a j-curved stylet had difficulties when being inserted into the right ventricular (rv) lead. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.